Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, customer was hospitalized due to a blood glucose level of greater than 500mg/dl. Customer was treated with an unspecified intravenous fluid, and intravenous insulin. Customer was released from the hospital 7 days later with the issue resolved, and no permanent damage.